Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (cup and liner) due to hip dislocation occurred 2 months after primary tha. According to the report, the patient didn't report any trauma. Early dislocations may be due to a suboptimal cup position. In this case, the primary position of the acetabular component cannot be clearly assessed in the single projection x-ray provided. However, it is common knowledge that in a difficult revision case as the present one, with possible implant of a structural graft, soft tissues are normally severely compromised and the joint stability is intrinsically at risk. No reason to suspect that a faulty device caused this adverse event. Mpact acetabular shell ø52 two-holes, code 01.32.152dh, lot. 164645 ((B)(4)). (B)(4) items manufactured and released on 19 september 2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e, code 01.32.3644hct, lot. 166663 ((B)(4)). (B)(4) items manufactured and released on 05 december 2016. Expiration date: 2021-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
On 23 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (cup and liner) due to hip dislocation occurred 2 months after primary tha. According to the report, the patient didn't report any trauma. Early dislocations may be due to a suboptimal cup position. In this case, the primary position of the acetabular component cannot be clearly assessed in the single projection x-ray provided. However, it is common knowledge that in a difficult revision case as the present one, with possible implant of a structural graft, soft tissues are normally severely compromised and the joint stability is intrinsically at risk. No reason to suspect that a faulty device caused this adverse event. Batch reviews performed on 04 july 2017. Lot 164645: (B)(4) items manufactured and released on 19 september 2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e, code 01.32.3644hct, lot. 166663 (k103721) (B)(4) items manufactured and released on 05 december 2016. Expiration date: 2021-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient dislocated her hip. The cause of the dislocation is unknown. No trauma was reported by the patient. The surgeon revised the cup and liner. The surgery was completed successfully. X-rays are available; explants are not available.